Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2021. The patient developed swelling and ¿fluid build-up¿ at the insertion site over a 2-week period. A healthcare personnel (hcp) was contacted, returned the patient¿s call and prescribed oral antibiotics (penicillin). Photographs were provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.